Manufacturer narrative:
On 10-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the tip was shredded after use. It was reported by the caller that after the procedure completed, they removed the vizigo from the body and noticed that the tip was "shredded." The "internal parts" of the sheath were exposed. They also experienced difficulty inserting the octaray through. The caller stated that the procedure was completed with no issues. There was no patient consequence.

Manufacturer narrative:
Correction: on 11-sep-2025, it was noticed the manufacturing site information reported in section g. All manufacturers of the 3500a initial medwatch was incorrect. All appropriate fields are now updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the tip was shredded after use. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection was performed following j&j procedures. Visual analysis revealed that the inner diameter of the irrigation hole at the soft tip of the sheath was stretched out and torn in some areas, but the overstretch of the hole did not cause breakage of the hole. In addition, the internal liner of the sheath was observed exposed. The damage observed on the tip could be related to the dilator exiting the irrigation hole of the device, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage identified on the soft tip could be related to the resistance and broken tip issues reported by the customer; therefore, the complaint was confirmed. The potential cause of damage could be related to incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).